Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient had to have an MRI and they turned the stimulation back on after but it's no longer working. Caller stated the patient is in pain and had been crying in pain for almost 2 months. Agent asked caller if there was an error code that showed up on the controller and caller stated no. Caller also stated that the patient was not feeling the stimulation on their back and when they turn it up they still don't feel it in their back only on their legs. Caller mentioned that the device was not put in there for their legs. Agent walked caller through increasing intensity on each program of group a. Patient was able to feel the stimulation on their feet on program 1. Patient then felt the stimulation on theirback when the caller increased the stimulation on programs 2 and 3. Caller was able to successfully increase stim to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare for possible reprogramming if needed.